Event description:
The customer reported an issue related to updating time and personal profile settings. Blood glucose level was affected, dropping to 45 mg/dl. The customer addressed this by consuming carbohydrates, and no assistance from a third party was required. There was no loss of consciousness or injury reported. Technical support assisted the customer with updating basal rate settings following the healthcare provider's recommended changes.